Event description:
It was reported that in 2006, the patient underwent a surgery at which time a foreign body was discovered attached to the anterior abdominal wall. The foreign body was excised and found to be a flange from a trocar used during a previous surgical procedure in 2005. Procedure name unknown.

Manufacturer narrative:
Information not available, device not returned for analysis.